Event description:
This customer reported that there was a failure to discharge via paddles. There was no pt impact related to this event.

Manufacturer narrative:
This customer reported that there was a failure to discharge via paddles. There was no pt impact related to this event. No strips or event summary were saved from this incident. A philips field service engineer evaluated the device and paddle set at the customer site, but could not duplicate the reported symptom. The device and paddle set passed all performance verification testing. There was no trouble found. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated. There have been no further calls regarding this issue.